Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box data and pump histories did not reveal any activity related to the complaint. On investigation, the pump was exercised for 24 hours. The battery was removed and the pump was left without power for 10 hours. When pump powered on, it had maintained the programmed basal settings and pump history. Investigation did not verify or duplicate reported issue and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a history/settings (history/settings issue) issue; all the pump settings were lost. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.